Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, packaging or shipping processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event was due to handling and manipulation of the lens by the user. (B)(4).

Event description:
The reporter stated she removed the lens from the vial with forceps and the lens was given to the surgeon to load. In the process of loading the lens, the surgeon noted, under the microscope, there was a smudge on the lens optic. He decided not to use the lens and there was no patient contact. The backup lens was implanted with no problem. The reporter stated the lens was received defective.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4)